Event description:
It was reported that during a device change out due to normal eri, externalized conductors were noted on the right ventricular lead. The patient was asymptomatic and the lead exhibited no electrical anomalies. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.